Manufacturer narrative:
The exact catalog and lot numbers are not known. As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of a recent deep vein thrombosis (dvt) and discitis osteomyelitis. Additional information received indicates that the indication for the filter implantation was due to the risk of dvt and pulmonary embolism (pe). The patient is reported to have been on coumadin and was scheduled for upcoming surgery. The trapease filter was implanted via the right internal jugular vein and was deployed below the level of the l2 pedicle. The implantation was reported to have been uneventful and the patient tolerated the procedure well without complications. Approximately six years and eleven months after the implantation, the patient became aware that filter struts had perforated outside the walls of the inferior vena cava (ivc). The patient is reported to have required constant medical monitoring and lives with daily fear that the filter may malfunction. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ivc perforation could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of patient¿s vena cava. In addition to these injuries, the patient lives with the daily fear that the filter may malfunction, knowing that if it does, little can likely be done. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due to their risk for deep vein thrombosis (dvt) and pulmonary embolism. The patient was previously on coumadin and was scheduled to have surgery. The patient also has a history of dvt and discitis osteomyelitis. During implantation of the trapease filter via right internal jugular vein, the filter was deployed uneventfully below the level of the l2 pedicle. Post ivc filter placement inferior venogram was performed and confirmed the filter placement. The patient tolerated the procedure well. There were no apparent complications. According to the information received in the patient profile form (ppf), approximately on or about six years and eleven months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter struts outside the ivc, now requires constant medical monitoring, and lives with daily fear.